Event description:
Home patient's (hp) rn contacted baxter's technical service center regarding a system error 2240 alarm that occurred on a homechoice machine the night before while home patient was performing automated peritoneal dialysis (apd) therapy. Reportedly, home patient was connected at the time of the alarm and never disconnected at any point during therapy. Nothing unusual was noted with any of home patient's supplies. After receiving this alarm, home patient terminated treatment and completed therapy by setting up with new supplies. Home patient informed rn that during that same evening home patient suspects home patient themselves to have been overfilled due to an "overfilled feeling and shortness of breath", however, when rn performed a manual drain on home patient, home patient drained approximately 500cc of air from their peritoneum. Reportedly, hp confirmed the successful completion of the prime cycle prior to connecting, and no extension lines are used during therapy. Hp performs one manual exchange during the daytime, and gets on the homechoice machine dry. Per rn, no hospitalization or any kind of medical intervention was necessary.